Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 the patient experienced dizziness, shakiness, brain fog, and felt like she was going to pass out. According to the patient, the dexcom cgm displayed 110 mg/dl, while the blood glucose meter displayed 50 mg/dl. The patient was taken to the hospital, treated with intravenous fluids, and was later discharged after two and a half hours of monitoring. While at the hospital the patient's dexcom cgm displayed 50 mg/dl, while the blood glucose meter displayed 78 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.